Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the inner diaphragm of the trocar tore and also had one torn seal causing a loss of pneumoperitoneum. 01/22/1999 rep stated no additional trocars were pulled to complete the case. There was no consequence to the patient.